Manufacturer narrative:
The lead was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular lead and the provided follow-up reports. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis of the data provided in the complaint description revealed no indication of a lead malfunction. A lead fracture, for example, would cause a sudden jump in the lead impedance and a decrease of the measured mean r-wave amplitude. Whereas, a damaged lead insulation would cause a decrease in lead impedance, an increase of pacing threshold and oversensing. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. No lead malfunction is suspected.

Event description:
Linox td was implanted with ICD on (B)(6) 2008. Measurements were made at bipolar during follow-ups. Lead impedance and threshold had increased since (B)(6) 2010. On (B)(6) 2011, the impedance was 2395 ohm at bipolar and lead fracture was suspected. However, x-ray imaging did not show abnormalities. Re-operation was performed on (B)(6) 2011. In order to identify where the abnormality occurred, measurement were made at unipolar setting. Rv coil 346 ohm, svc coil 346 ohm, rv coil - svc coil 65 ohm. Pace/sense - distal 2800 ohm, pace/sense - proximal 560 ohm. During operation, connection between the lead and the device was checked and secure connection was confirmed. In addition, stress was applied to the lead in order to confirm presence of noise, but no noise was confirmed. Measurement indicates abnormalities at the distal pace/sense area, but x-ray imaging did not show abnormalities and no noise was confirmed. Since the lead could not be explanted during the procedure, it remains in the patient's body. Another ICD lead was implanted in the patient. Condition of the patient's myocardium was suspected as the cause of the event. The further investigation confirmed that the patient has not undergone any medical exams, such as MRI, which might damage the myocardium.